Manufacturer narrative:
Stryker evaluated the device and verified the reported issue. The battery holder was replaced to resolve the issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue was a damaged battery holder.

Event description:
The customer contacted stryker to report that their device's battery could not be inserted. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.